Event description:
As reported. The 8mm 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon was found to have a breakage during use. Thoracic aorta in-situ fenestration. No harm occurred to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.addendum: the product evaluation observed the balloon had a rupture and water was leaking.

Manufacturer narrative:
As reported. The 8mm 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon was found to have a breakage during use. Thoracic aorta in-situ fenestration. No harm occurred to the patient. A non-sterile unit of ¿powerflexpro 8mm6cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing no damage or anomalies. The balloon was returned deflated. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure was not maintained due to the leaking condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a ruptured condition and secondary scratch marks located near the damaged border area. The reported event of ¿balloon burst¿ was observed through analysis of the returned devices since a rupture was noted on the balloon surface. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, this type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high-rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.